Manufacturer narrative:
H3 other text : sent to a third-party service center.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the power was diminished and power module is very hot to touch, the screen is also started to melting. There was no report of patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and found to fail the test post reboot. In addition to the above findings, it was also determined that ui bezel physical damage, heater plate and kit blower contaminated. The device was scrapped. The manufacturer is submitting a final report at this time.